Event description:
A physician was using an everflex entrust for the treatment of a calcified lesion with 60-70% stenosis in the mid superficial femoral artery. There was moderate tortuosity and calcification. The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated with a 4.0mm balloon.  The lock-pin was checked for securement prior to the procedure. There was no resistance encountered during delivery to the lesion and no excessive force was used. The lock-pin was removed prior to deployment. It was reported at the end stage of deployment, resistance occurred while using the thumbwheel. The physician carefully released the stent and the stent fully deployed. Stent elongation occurred, however the target lesion has been fully covered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: after the stent deployed the physician used a pta balloon for post dilation, then closed/completed the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis the customer returned one image for evaluation. Image 1: this image depicts the handle to the everflex entrust device, the red safety tab has been removed and the damaged silver outer sheath can be seen through the red safety tab space. Product analysis the device was returned with the red safety tab out of the device, the stent was deployed and not returned the device was identified from the strain relief a flattened section of the outer sheath was observed at approx. 10mm from the distal end of the device the silver-coloured outer sheath was observed to be damaged when observed through the red tab locking space, the handle was dismantled, and the gold inner sheath was observed with kinks / bunching, at approx. 12cm from the back leur and just adjacent to the back leur, the pull cable was observed to have snapped away from the device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.